Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised there blood glucose went high as a result of a cortisone shot they received. Customer treated themselves via manual injections, changed their site and their blood glucose levels would not go down. Customer was advised to follow up with their healthcare provider and get professional advice.